Manufacturer narrative:
(B)(4).upon completion of the investigation a follow up report will be filed.

Event description:
Not possible to program the valve. Implantation date (B)(6) 2016. Surgeon asks whether this valve has a mechanical dysfunction due to the fact that it was a very short timeframe from implantation.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 200mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: a small mark was noted in the silicone housing near the proximal connector. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3110 with lot clccl3, conformed to the specifications when released to stock in 16th march 2010. No root cause could be determined, as the problem reported by the customer could not be duplicated. The root cause of the mark in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone, this however could not be determined. No leakage was noted from this mark. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.